Event description:
Information was received that during use of this smiths medical cadd ms3 pump, delivery accuracy issue was noted. The patient reported that she had to change the pump cartridge earlier than 24 hours. The patient also reported experiencing headaches. No additional adverse effects reported.